Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose ranged between 400-500 mg/dl. Additionally, it was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. It was also reported that the pump reset unexpectedly. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.